Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿association between geriatric nutritional risk index and discharge outcome after elective thoracic endovascular aortic repair¿ ouchi t, kato n, kato h, higashigawa t, ito h, nakajima k, chino s, tokui t, oue k, mizumoto t, ichikawa y, sakuma h. Cardiovasc intervent radiol. 2025 jun;48(6):807-814. Doi: 10.1007/s00270-025-04066-y section a average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ association between geriatric nutritional risk index and discharge outcome after elective thoracic endovascular aortic repair¿ the time frame of this study was over a thirteen-year period. Medtronic talent, valiant captivia , valiant navion and non mdt stent grafts were implanted in the patient population. 229 patients undergoing elective simple tevar for intact taa or subacute or chronic ad and not experiencing neurological complications or re-interventions during hospitalization were included in the study population. The following adverse events occurred: infection, fever, heart failure, neurological complications, intervention no further information was provided pertaining to medtronic products.